Manufacturer narrative:
Baxter received and evaluated the device. A service history review revealed no issues that could have caused or contributed to the reported issue and did not reveal any evidence of nonconforming product. The reported condition was verified. The device was found out of specification in relation to the reported "rear case needs to be replaced". The reported symptom was verified and found to be caused by two battery contacts found depressed and unable to rebound during a visual inspection of the device. The rear case was replaced to correct this condition. A nonconformance was not initiated because review of the evaluation elements did not identify nonconforming product. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the rear case of a spectrum pump needs to be replaced. There was no known patient injury or medical intervention associated with this event. No additional information is available.